Event description:
It was reported per email (medwatch report mw5105970, report date: (B)(6) 2021)spontaneous call from patient who reported possible pump malfunction issue but more likely a cassette issue that happened once monday morning and again this morning. She stated that on monday ((B)(6) 2021), her pump started beeping with no error message displayed on the screen. She tried to troubleshoot and switched the same cassette over to her backup pump and continued to have same issue. The pump only stopped beeping when she inserted a fresh cassette. (1/4, reference (B)(4) for related complaints) (documenting incident#1 pump).

Manufacturer narrative:
Patient information was provided and updated in the patient information section of this report.